Manufacturer narrative:
Update: block h6: evaluation conclusion codes. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that an ambicor penile prosthesis (app) was explanted due to the pump not working. A new device was placed, and no patient complication was reported.

Event description:
It was reported that an ambicor penile prosthesis (app) was explanted due to the pump not working. A new device was placed, and no patient complication was reported.